Event description:
It was reported prior to starting the da vinci si procedure the pk dissecting forceps instrument had a broken wire.

Manufacturer narrative:
Complaint broken wire is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.